Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redr0593 showed nine other similar product complaint(s) from this lot number. The complaints for this lot number (redr0593) have been reported from the same facility.

Event description:
It was reported pt had "broken PICC line at home." No other information was provided.